Event description:
New information indicated that the lead continued to exhibited noise. Noise was able to be reproduced in clinic. The device was reprogrammed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was able to be reproduced with isometrics. The device was reprogrammed. No patient symptoms were reported.